Event description:
It was reported that the ventilator had a short beeping noise when the unit is on about every two minutes. There was no patient involvement. The customer troubleshot with technical support and found that the unit's battery was the issue. The customer was provided with part number for a backup battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that has been unsuccessful. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplement report will be submitted.